Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not bootup. Upon inspection, the fse found that the flexvision pc was defective, due to which the device showed error in connecting to installation source. To resolve this issue, the philips engineer replaced the flexvision pc, reloaded software and installed new license. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.